Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the tip of the bcd10 came off and fell into the pt. The surgeon could not locate the tip so the procedure was converted to an open procedure. 9/19/97 it was reported the surgeon was approx halfway through the procedure and was dissecting structures in the inguinal area when the tip of the bcd10 came completely off the shaft of the device. After exploring 10 minutes laparoscopically for the tip the surgeon converted to an open procedure and retrieved the tip. The surgeon then completed the procedure. 10/08/97 it was reported the sales rep is sending back two bcd10 devices not used during the procedure, but were tested by the customer.